Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The implantable pulse generator (ipg) exhibited premature battery depletion. The right ventricular (rv) lead exhibited high thresholds. The rv lead and ipg were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.